Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, ia-2000-s, linvatec suction ablator, was used during an unknown procedure on (B)(6) 2026 when it was reported, ¿after the electrode is connected to the host, it will continue to work continuously without the need for pressing any buttons.¿ there was no report of injury, medical intervention, or hospitalization for the patient or user. Further assessment was requested and on 9mar26, the sales representative discovered that the device had auto activated when first plugged in for use. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of their customer that the device, ia-2000-s, linvatec suction ablator, was used during an unknown procedure on (B)(6) 2026 when it was reported, ¿after the electrode is connected to the host, it will continue to work continuously without the need for pressing any buttons.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. Further assessment was requested and on (B)(6) 2026, the sales representative discovered that the device had auto activated when first plugged in for use. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.